Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one jugular denali delivery system without the dilator returned for evaluation. The introducer sheath was returned attached to the storage tube. A perforation was found 54.9cm from the distal tip of the sheath. The sheath was kinked 51.0cm from the distal tip. A kink was also found on the pusher catheter. No kinks were reported by the user. The filter was returned in a specimen cup. All 6 arms and 6 legs were present and intact. One caudal anchor was bent. No other visual anomalies were identified on the returned device. Functional/performance evaluation: the storage tube was disconnected from the introducer sheath. The introducer hub was sliced open longitudinally. No skiving was found within the inner surface of the hub. No gaps or other anomalies were identified within the hub. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the introducer sheath was returned perforated. The investigation is confirmed for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon advancing the filter through the deployment sheath a filter limb penetrated through the deployment sheath prior to patient contact; therefore, the filter and deployment system were exchanged over the guide wire for a new filter system that was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.